Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One full osseotite® tapered implant 5 x 10mm (fnt510) was returned for investigation. Visual evaluation of the as returned product, identified damaged external hex and platform being worn out. Implant external threads were damaged as well. Functional testing to recreate the reported event could not be performed, due to the nature of the device & event. Pre-existing conditions noted, on the per was type I (high) bone density and oral hygiene. The implant had been placed on tooth site 47 (fdi) and event occurred, during clinical procedure. Device history record (DHR) review was completed for the subject lot number 2019031092. It was confirmed, that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted, as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number (2019031092) was performed, for similar event using keyword category 'damaged drive feature'. And no complaint about nonconforming products was identified. September post market trending was reviewed. And there were no actionable events or corrective actions for the reported event (damaged drive feature) or products (fnt510). Therefore, based on the available information, device malfunction did occur. And the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that at the time of using the ratchet, the carrier broke the hexagon of the implant head. The procedure was concluded with another implant. The doctor informs that the patient had already regenerated the bone previously and that the patient did not suffer any impact on his health.